Event description:
The manufacturers service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Completion of service pending.

Event description:
The international customer reported the ventilator would operate on battery power but not on ac power. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. During initial evaluation, the manufacturers service technician was able to duplicate the reported problem. The service technician reported the power supply needs to be replaced. Completion of evaluation and service is pending customer approval of service estimate.

Manufacturer narrative:
Supplemental report